Event description:
Customer medwatch received from FDA states: "rn was utilizing alaris pump tubing - had flushed line and was infusing tubing into alaris machine. After handing a second IV piggyback (ivpb) medication (pump seemed to be infusing fine), an emergency dept technician noticed that tubing had broken at top flange area of tubing that runs through the pump (softer rubber like tubing) and the IV fluid and medication had run out of the pump onto the floor. No pt or user harm reported.

Manufacturer narrative:
(B)(4). Although the lot number was not identified, the expiration date was provided on customer medwatch. Although the lot number is unk, based on expiration date provided by the customer, the set was built in november of 2010. The customer's report of set leaked was confirmed. During visual inspection of the set received, it was noted that the silicone tubing was completely separated from the upper blue fitment and appeared to be torn; residual tubing was visible under the tubing retaining ring. Visual examination under microscope noted a crush mark to the upper fitment. The root cause of the separation was not identified.